Manufacturer narrative:
The device was evaluated by the technical department in stryker (B)(4). It was determined that the screw was missing on the back of the device. The device was repaired and returned to the account.

Event description:
It was reported that during surgery the handle fell apart and the motor and trigger assembly fell out of the handpiece. The components did not come in contact with the surgical site. The procedure was completed with another device with no adverse consequences to the patient.